Manufacturer narrative:
Product complaint (B)(4). Investigation summary :according to the information received, " size 3 actis broach handle getting stuck on attachments consignment requires replacement. No delay. No fragments. Item tagged as damaged for return to (name removed) warehouse after decontamination." The product was not returned to medtech orthopaedics, however photos were provided for review. See attachment ¿img_6477.jpeg, img_6479.jpeg, img_6480.jpeg, img_6481.jpeg and img_6482.jpeg¿. The photo investigation revealed that 201001030, actis broach sz 3 had no visible cosmetic defects. The evidence provided was not sufficient to confirm the reported event jammed. Functionality issues cannot be evaluated through a photo investigation.¿ since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was not confirmed as the observed condition of the comp/distraction instr for ulna osteo would not contribute to the complained device issue. Based on the investigation findings, no problem detected, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot :the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
It was reported that the size 3 actis broach handle was getting stuck on attachments. There was no delay, and no fragments. The procedure was successfully completed.

Manufacturer narrative:
Product complaint # (B)(4). Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.